Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at about 5pm for a high blood glucose level of 571 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with reinserting the reservoir and rewinding the pump. No further information was provided.